Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The user alleged visualization of particles. Section g. 3 and e. 1 was reported incorrectly in previous report, which is now updated with additional information in this follow-up report.